Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mid to proximal right coronary artery (rca). A 2.75x38mm xpedition was placed in the mid rca and a 3.0x30mm xpedition in the proximal rca. Reportedly a 3.50x15mm nc trek bdc was used for post-dilatation; however, the balloon would not fully deflate. Hard negative was pulled which failed. A syringe was attached in an attempt to deflate the balloon; however, it would still not fully deflate. The partially deflated balloon was finally pulled into the aorta and the complete system with balloon, guide wire, and guiding catheter were pulled out of the patient. Resistance was noted during removal. It was noticed that the orange tip was pulled within the balloon. The patient did not suffer any adverse effects and the case continued in the left anterior descending coronary artery and circumflex coronary artery with no issues. The procedure was successfully completed with another device. There was no clinically significant delay in the procedure and no adverse patient effects. No additionally information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported folded balloon (tip pulled within the balloon) was confirmed. The deflation issue could not be replicated in a testing environment due to the condition of the returned device. The reported difficulty removing the device from the anatomy could not be replicated in a testing environment as it is based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported folded balloon and difficulty removing the device from the anatomy appears to be related to circumstances of the procedure. The investigation was unable to determine a conclusive cause for the reported deflation issue.

Manufacturer narrative:
(B)(4). On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.